Manufacturer narrative:
The reported events were r-wave amplitude variation and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported event of r-wave amplitude variation was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported, low r waves were observed on the right ventricular (rv) lead. The rv lead was attempted to be repositioned however, the helix was unable to be retracted. The rv lead was explanted and replaced to resolve the event. The patient was stable.